Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g1(contact person-mfg site),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions), h11. Despite good faith efforts (gfes), repair information has not yet been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings,conclusion), h11 it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed an "over temperature in system" alarm. Restarting did not improve the device. The customer switched to another iabp. There was no harm or injury reported. The problem is no longer agitated. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse cleaned the fan. The issue was resolved.

Event description:
N/a

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) had displays an over temperature in the system alarm. There was no harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.